Manufacturer narrative:
Concomitant products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (800mcg/ml at 100mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had been experiencing lack of therapeutic effect. The event date was unable to be obtained. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if diagnostics or troubleshooting had been performed. On (B)(6)-2016, the patient was taken to surgery. The catheter appeared to be intrathecal; spinal fluid was seen coming from the pump connector end of the catheter as well as from the exit site from the intrathecal space. However, when the catheter was put under tension, the catheter was fragile and broke in 2 locations. The catheter was partially explanted. A piece of the tunneled catheter was abandoned and left in the patient's body. The issue was resolved. The patient status was reported at alive-no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.